Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following verbatim: ¿ clinician stated when you y-site an infusion into an infusion with a higher rate, it tends to pull the drug faster in the IV tubing. No other details provided. ¿ clinician stated if the wi-fi is off, we may have to manually program the infusion. To troubleshoot clinician will power off the pcu and then power it back on and if it does not reconnect, then have to manually program the infusion. When asked how often this occurs, xx stated it happens every once in a while, but not often. No other details provided. ¿ clinician reported experiencing air-in-line alarms with no visible air noted in the IV set. To troubleshoot clinician will clean the area between the upper and lower pressure sensors with an alcohol pad. No patient harm reported. No other details provided. Cpc reviewed best practices for reducing air-in-line alarms, location of air-in-line detector, and IV set loading with clinic.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photo or sample was received for the customer's complaint of flow issues/ air in line. The complaint cannot be verified, and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. A device history record review could not be performed because a model or lot number was not provided by the customer.